Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicated an issue with wireless telemetry. Device observations report states: wireless telemetry no longer available with this device.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device observed a message stating that wireless telemetry was no longer available. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.